Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 97792, lot# n653580, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: accessory. Product ID 97792, lot# n653580, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: accessory. Product ID 97792, lot# n653580, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that there was a pocket site infection. The device was explanted. Diagnostics/troubleshooting was not done or needed. The devices would not be returned as the customer had dis carded them. The issue was resolved as of (B)(6) 2017 and the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
The event date has been updated. The explant date of the other applicable components are was corrected: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 97792, lot# n653580, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: accessory.

Event description:
Additional information was received from a healthcare professional of the clinical study regarding the patient with an infection at the battery pack site. The patient had drainage from the battery site with an unhealed wound. In addition to the entire explant of the system, the event required an unscheduled clinic or office visit and in-patient hospitalization. The event was related to the device or therapy and implant procedure. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the etiology indicated the relationship of the event to the device or therapy and implant procedure was related, and also related to the incisional site/device tract of the neurostimulator pocket. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An examination on (B)(6) 2016 determined there was an infection. The entire system was explanted and not replaced on (B)(6) 2016. Of note, the date of explant conflicts with the previously reported explant date of (B)(6) 2017. Follow-up is being conducted to confirm the date of explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that laboratory testing on (B)(6) 2016 specified gram positive cocci in clusters and staphylococcus aures found in culture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp provided the patient's baseline weight.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the device was explanted on (B)(4) 2017.